Manufacturer narrative:
1. The customer returned 3 photos, 1 video, and 1 defective sample. The defective sample showed. 1-the residual catheter- the length was about 10.5mm -the distance between the break site of the catheter and the small end of the catheter hub-, there was a puncture in the middle, and the broken port was damaged in three places. 2-the broken catheter- the length was about 8.5mm, and the broken port was expanded from inside out. 2. DHR/bhr review lot-3353182. 1-this batch of products were assembled at intima ii auto line 2 in (B)(6) 2024, and packaged at r240 package line and cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. -material number- b5171aaal, batch number-3250291- 3. The broken catheter analysis- 1-analysis from the use process of the catheter- no damage, leakage and other abnormalities had been found during the integrity check, exhaust process before puncture. 2-analysis of the broken states of the catheter- one end of the broken port of the catheter was damaged in three places, and the other end was expanded from the inside out, indicating that the catheter had been bent and punctured several times during the puncture process. During the pulling out process, the part in the vein of the catheter was pressed and the other part was subjected to pulling force, so the catheter was pulled off. 3-follow-up email description- when puncturing the indwelling needle, the first puncture was failed, the needle and the catheter were withdrawn together, a little blood was seen during the second puncture, and the subsequent blood return was abnormal. It was planned to remove the indwelling needle to replace the puncture vein, and the broken catheter was found during the pulling out process, which also indicated that the defective sample had been punctured several times and the catheter was broken during the pulling out process. 4-the catheter pulling force of 24ga indwelling needle is generally 10n-11n, much higher than the national standard yy 1282-2016 defined 3n, but the catheter pulling force will be reduced due to damage. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion- there were no abnormalities in the process and no similar complaints have been received from other hospitals regarding this batch of products. Through the inspection, analysis of the returned sample and the follow-up emails, it was determined that the catheter had been bent, punctured several times, and the catheter was pulled off during the pulling out process, which was related to the use end.

Event description:
Reported feedback that the product was in use and the broken tube was in the patient's body and the patient had surgery to remove the broken tube; sample can be returned with photos provided; green claim required, complaint response letter and acceptance letter required. 2024-7-3 update information: at 19:00 on (B)(6) 2024, the nurse punctured the superficial vein of the right upper limb of the patient (B)(6). Immediately report to the doctor on duty, the head nurse, and the head of the department. Continue to use the tourniquet to stabilize the patient's mood, ask the ultrasound department and vascular surgery department for emergency consultation, and perform surgery to remove the broken end and suture the blood vessel and wound under ultrasound positioning.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc broken catheter. Reported feedback that the product was in use and the broken tube was in the patient's body and the patient had surgery to remove the broken tube; sample can be returned with photos provided; green claim required, complaint response letter and acceptance letter required.